Event description:
It was reported that patient presented for in clinic follow-up after feeling scared due to its device's patient notifier being triggered. Device interrogation revealed that the device went into backup mode due to electromagnetic interference (emi). High voltage (hv) therapy was disabled as a result. Programming changes were performed to resolve the issue. There were no patient consequences and was in stable condition.